Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09006 / 09007).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to adverse reaction to metal debris and personal injury. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Evaluation of the returned device showed evidence of subluxation of the joint and scratching of the bearing surfaces. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination.